Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4) ) shutdown unexpectedly after performing one compression was not confirmed during the archive data review and during functional testing. No device malfunction was found, and the platform functioned as intended. The reported complaint of the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review but was not confirmed during functional testing. The possible root cause of the reported ua45 error message was the lifeband not being fully extended when the autopulse platform was powered on. If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position and cannot properly assess the patient's chest size. Note that user advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data showed multiple fault code 42 (force overload tripped) error messages to have occurred on the customer's reported event date, unrelated to the reported complaint. Based on the archive data, a li-ion battery s/n (B)(4) with remaining capacity (rc) of 1311 mah was used on the reported event date. This indicates that the battery was fully charged at time of use in the autopulse platform, and no device malfunction was detected during the functional testing that could have caused or contributed to the fault code 42. Once the autopulse platform was powered on, the load force monitoring circuit detected too much force applied on the load plate(s) during take-up (the check occurs after the start button has been pressed subsequent to the device being powered on). Unable to verify the max load sum due to no active compression initiated before the fault code 42 occurred. As the driveshaft rotated and shortened/tightened the lifeband (compressed the chest), the load sensors detected that the patient's chest was too stiff to compress. According to the archive, the user managed to clear the fault code 42 error messages after multiple failed attempts. Then, the autopulse was powered off by the user, and one minute later, the autopulse was powered back on before the platform displayed a ua45 error message. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The encoder drive shaft was not within the normally acceptable range at 2065 counts when the platform was powered on (based on encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). The issue might have happened due to the lifeband not being fully extended before use. There were no shutdown incidents captured in the archive data files. The autopulse platform passed the functional testing without any fault or error. The platform was further tested with a large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any issues, and the customer's reported complaint was not replicated. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the normal use of the device. The impact of sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4) ) was used to treat a patient in cardiac arrest. The cause of cardiac arrest was unknown, and it was witnessed by the ems crew. The patient received manual CPR immediately, performed by the ems staff. A fully charged autopulse li-ion battery was inserted into the autopulse platform. However, the autopulse performed one compression, and it shut down unexpectedly. The ems crew checked the patient alignment, re-adjusted the lifeband, and re-started the autopulse platform. While troubleshooting the issue, one cycle of manual CPR was performed, consisting of 30 compressions and 2 breaths. The ems crew re-started the autopulse, but the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Eventually, the crew reverted to manual CPR which was performed for approximately 20 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene (the patient's house). As per the customer, the patient's death was not related to the autopulse system. Back at the station, the crew replaced the lifeband to test the autopulse platform on a manikin, and the ua45 error message was not reproduced. In addition, the battery used at the time of the event was recharged and tested with the autopulse platform, and it functioned properly. A new battery was also tested in the autopulse platform, and the platform functioned as intended.